Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® siliconised pvc murphy eye uncuffed tracheal tube had been distorted during use with a patient. The tracheal tube was placed on (B)(6) 2016 at 21:40 for ventilator-assisted breathing. On (B)(6) 2016 at 14:00, it was observed by the nurse that the patient did not have obvious lifting of the thorax and had slightly decreased oxygen saturation. The event occurred in the neonatal intensive care unit of the hospital. The nurse immediately removed the tracheal tube and found that the tube was distorted. The tracheal tube was replaced. No permanent injury was reported.